Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: broken adaptor near light source, minor cracks on side of video connector, blurry image, light transmission failure, scratch on distal edge, distal fiber breakage. Based on the results of the investigation, a definitive root cause could not be identified but it is likely the following led to the malfunction is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited broken adaptor near light source, minor cracks on side of video connector, blurry image, light transmission failure, scratch on distal edge, distal fiber breakage. There was no patient involvement.